Manufacturer narrative:
The insulin pump was received with a broken off end cap, broken reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window, missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No alarm could be confirmed for a loose drive support disk and the prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests could not be performed due to the broken off end cap. A flush and loose drive support disk was noted.

Event description:
Customer reported the insulin pump had a protruded drive support disk and alarmed during manual prime. Customer's blood glucose was 369 mg/dl. Customer was unaware of how the damage occurred to the insulin pump. The device alarmed during manual prime on the (B)(6). Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.